Event description:
It was reported that a user on the ilet experienced hyperglycemia with a blood glucose of 188 mg/dl trending upward after administering a breakfast bolus, with glucose previously in range; the user recently changed the infusion set and noted the cartridge was low on insulin, planning a later cartridge change with support as needed. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no alarms. Investigation included user troubleshooting and education. Investigation of this case revealed no confirmed device malfunction, with unclear cause given recent set change, active meal bolus, rising glucose trend, and low remaining insulin volume. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.